Event description:
It was reported that the patient is experiencing an unknown failure with his inflatable penile prosthesis (ipp). The patient and the physician are wondering if the implant is under warranty. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient has not had his surgery yet because he is waiting to hear the warranty. The implant will not inflate for unknown reasons at the moment. The device will be returned after the surgery.